Manufacturer narrative:
The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed a controller failed alarm for sys_uic_comm_fail and multiple suction alarms (medium priority alarms). Controller failed alarm (fs2: sys_uic_comm_fail) occurs when the uic processor no longer receives communication from the pmc processor (pmc memory read or write faults and subsequent pmc software malfunction) which means the communication-link is broken. This communication anomaly between uic and pmc could have been most likely caused due to an electro-static-discharge (esd). Internal inspection of the controller did not observe damages caused by esd. This alarm could not be duplicated at the bench level. An action investigation is being conducted by the company. Results: unhandled interruption or exception. Analysis completed (B)(6) 2015. Log file analysis review date: (B)(6) 2015. Data through: (B)(6) 2015. Normal power consumption. One controller fault alarm was logged on (B)(4) on (B)(6) 2015. Per instructions for use, always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01874, 01875) submitted for devices related to the same event. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.

Event description:
It was reported by medical staff that a patient while at home experienced a "controller alarm". The patient was able to exchange the controller without reported consequences or impact. No additional information was reported.